Event description:
According to the clinical study, following the implantation of the prosthesis on (B)(6) 2017, the patient had inflammation in the right groin, which became chronic inflammation, sensation of crushing in the right testicle, insomnia due to the feeling of needing to urinate when lying on the back, pain radiating to the back, pudendal neuralgia, eczema, runny nose, joint pain, muscle weakness, and depression. The patient is currently disabled.  The prosthesis was explanted on (B)(6) 2025. A monoclonal igg kappa spike was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.